Manufacturer narrative:
Analysis noted that the band tubing others was broken with striations consistent with surgical end cut to remove the device. Device labeling addresses the possible outcome of leakage as follows: "caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage.¿ ¿caution: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Healthcare professional reported explant of replacement port and original band system. Explanted due to leak. Exact location of leak was not identifiable.

Event description:
Healthcare professional reported explant of replacement port and original band system. Explanted due to leak. Exact location of leak was not identifiable.

Manufacturer narrative:
Taper ii. The product associated with this report will not be returned. Based upon the date span of the study provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿

Event description:
Healthcare professional reported explant of replacement port and original band system. Explanted due to leak. Exact location of leak was not identifiable.